Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter indicated that the pump battery life was shorter than expected and indicated that the pump was not always emitting the low battery warning before the replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2014 with the following findings:a review of the pump black box showed no evidence of short battery life; the battery inserted into the pump on 11/05/2013 was observed to be partially discharged and a pump call service alarm was recorded due to the discharged battery. During testing the pump powered on normally and the pump was exercised without any battery alarms or warnings occurring. The pump electrical current draws were tested and were confirmed to be within specifications. Battery alarm conditions were induced and the pump emitted appropriate pump alarms. The pump was opened and there were no intermittent conditions observed to the pump power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.